Event description:
It was reported to technical services on (B)(6) 2012 that this ra lead had an aab alert for low intrinsic amplitude. It appears to be physiologic and began on (B)(6) 2012. They are working with dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).